Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the log files. A review of the log files spanned approximately 2 days (B)(6) 2021 per time stamp. The driveline comm fault alarm was active throughout the entire log file. The initial activation of the alarm was overridden by new events. The com a fault was active on (B)(6) 2021 at 13:52 just before the driveline was disconnected for a controller exchange. This alarm was not associated with any motor speed, calculated average flow, or calculated average pi changes. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided on 11mar21 stated that exchanging the controller and mod cable resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7¿ alarms and troubleshooting¿ and heartmate 3 patient handbook section 5¿ alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline communication fault alarms. Heartmate 3 instructions for use section 8¿ equipment storage and care¿ and heartmate 3 patient handbook section 6¿ caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #2916596-2021-01490. It was reported that the patient had a driveline communication fault. No other alarms noted on interrogation. Upon analysis of the event log file, technical services noted driveline communication fault alarms on (B)(6) 2021. It was reported that the modular cable and system controller were exchanged and the alarm condition resolved.